Manufacturer narrative:
Unit received with operating currents within spec. Unit passed self test, a21 error test, displacement test and basic occlusion test. Unable to prime unit during prime/a33 test due to faulty fsr (gold). Unable to perform occlusion test, displacement accuracy test, test and excessive no delivery test due to prime anomaly. Unit received with stripped battery cap coin slot (p). Unit received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Unit received with stained end cap and back address serial number label. Unit received with minor scratched display window and case.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 487 mg/dl. Patient's other blood glucose value was 117 mg/dl. The customer experienced symptoms such as vomiting. The customer was treated with manual injection. The device was expected to be returned for analysis.